Event description:
The patient contacted animas on (B)(6) 2013, reporting that up arrow button was sticking. The patient stated the keypad was intact. The patient stated that the up arrow does not feel correct under the rubber cover. The patient reportedly wore the pump under a garment and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/17/2013 device evaluation: the device has been returned and evaluated by product analysis on 12/09/2013 with the following findings: the keypad is peeling at the contrast button. The ok button has an intermittent response. The contrast button is unresponsive. The up and down buttons respond properly. No buttons are sticking. Removed the keypad and found contamination under all of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.